Event description:
A pennslyvania ophthalmologist called ophthalmic innovations informing the company that he had performed bilateral explants of acp 60a phakic iols from a patient. Most recent endothelial cell counts were reported to be about 700 cells/mm2 ou. The patient appears to be doing well. The ophthalmologist making this report is not the implanting surgeon.